Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms being 2 cfu/endoscope and 1 cfu/100 ml.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The returned device has been evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h6, and h10. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the device showed signs of general wear and tear. The distal end rubber coating (a-rubber) adhesive us white and cloudy. Switches one to four and five have pinhole. Universal cord has a wrinkle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction to h6 coding "investigation findings" of the second supplemental report. Please see h6 for further detail. This report is being supplemented to provide additional information based on a clarification to olympus results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer (additional information regarding the cleaning, the disinfection and the sterilization processes). The follow field updated: h10. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses salvanios premium prevent detergent, suctions water out of the channels and flushes out the air/water, and auxiliary washing channel. During manual cleaning, the customer used vytil nova clean brush to clean the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in an as300 drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device has been returned but the evaluation is not yet begun. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.